Event description:
It was reported that during the implantation of a cervical plate construct and screws for spinal stabilization; a screw needed to be removed and during the removal the extractor instrument damaged the locking ring mechanism on the cervical plate. The decision was made to forgo placement of the left c4 screw.